Manufacturer narrative:
(B)(4). Further information from the reporter regarding product details has been requested. No additional information is available at this time. The events of "swelling", "redness", "painful", "red nodule", and "indurating" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labelling addresses the reported event(s) as follows: precautions for use: no clinical data is available regarding the efficiency and tolerance of juvéderm® voluma¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported they injected themselves with unspecified juvéderm® voluma¿ in ck1 and ck2. Approximately 2 months later patient accidently bumped left cheek. 4 months after injection patient received dental work and after 10 days patient developed severe swelling, redness, and "painful, red nodule, indurating, not fluctuating" on the right cheek. Patient is treating themselves with ciprofloxacin 500mg, 10mg cortisone, and ibuprofen 400mg. Symptoms have resolved.